Event description:
It was reported that a patient presented remotely via merlin. Net. Review of the transmission revealed that the pacemaker (pm) was under sensed. No intervention or procedure was reported. The patient had no consequences.